Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to position the lead. After multiple repositioning, a lead anomaly was noted. The lead was not used and a new lead was implanted. The patients condition was good during and after the procedure.